Manufacturer narrative:
As received, the device was in backup mode. The device entered backup due to a power on reset (por). The por was caused by an unregulated internal supply voltage. Out of range impedance and noise on all channels were seen during device functional testing. The cause of the unregulated internal supply voltage, out of range impedance, and noise was found to be due to a hybrid capacitor connection anomaly.

Event description:
The patient presented in the emergency room due to the device being in backup mode with high voltage (hv) therapy disabled. Technical support was contacted and a reason for the backup could not be identified. The device was explanted and replaced and the patient was stable with no consequences.